Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right essure location is unknown/migration/essure was removed from left tube but essure in the right tube was missing'), pregnancy with contraceptive device ('pregnancy with essure/pregnancy (with complications)') and caesarean section ('c-section') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2008, (B)(6) 2010) and miscarriage. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. Previously administered products included for an unreported indication: yasmine. Concurrent conditions included overweight, carpal tunnel syndrome, ovarian cyst nos, uterine bleeding and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), hydrochlorothiazide and phentermine (adipex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("infection (other) describe: yeast/ vaginal yeast infection "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced tension ("tension occasional "). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), pain ("chronic swelling of hands and pain last 4 months of pregnancy"), urinary tract infection ("bladder/urinary tract - uti") and sinus disorder ("sinus seasonal") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with ibuprofen, paracetamol (midol long lasting relief) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, female sexual dysfunction, vulvovaginal mycotic infection, migraine, dysmenorrhoea, pelvic pain, fatigue, vaginal discharge, weight increased, caesarean section, pain, urinary tract infection, sinus disorder and tension outcome was unknown, the headache was resolving and the dyspareunia and abdominal pain lower had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, caesarean section, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pain, pelvic pain, sinus disorder, tension, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 203 lbs. Essure was removed from left tube but essure in the right tube was missing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2008: (4 months after essure insertion): no results provided; on (B)(6) 2008: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: diagnosis: a. Endometrium, biopsy benign portions of proliferative endometrium and endocervical mucosa b. Left fallopian tube with essure: benign completely transected portion of fimbriated fallopian tube with cystic walthard's rests. Essure device included with specimen. C. Portion of right fallopian tube: benign completely transected fimbriated fallopian tube with cystic walthard's rests and wolffian duct remnants.. Ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: ppf received. Reporter's information was added. Added event uti, sinus occasional, tension. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right essure location is unknown/migration/essure was removed from left tube but essure in the right tube was missing') and pregnancy with contraceptive device ('pregnancy with essure/pregnancy (with complications)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2008, (B)(6) 2010) and miscarriage. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. Previously administered products included for an unreported indication: yasmine. Concurrent conditions included overweight, carpal tunnel syndrome, ovarian cyst nos, uterine bleeding and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), hydrochlorothiazide and phentermine (adipex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and pain ("chronic swelling of hands and pain last 4 months of pregnancy") and underwent caesarean section ("c-section"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, female sexual dysfunction, vulvovaginal mycotic infection, migraine, dysmenorrhoea, pelvic pain, fatigue, vaginal discharge, weight increased, caesarean section and pain outcome was unknown, the headache was resolving and the dyspareunia and abdominal pain lower had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, caesarean section, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2008: (4 months after essure insertion): no results provided; on (B)(6) 2008: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: result: diagnosis: endometrium, biopsy benign portions of proliferative endometrium and endocervical mucosa. Left fallopian tube with essure: benign completely transected portion of fimbriated fallopian tube with cystic walthard's rests. Essure device included with specimen. Portion of right fallopian tube: benign completely transected fimbriated fallopian tube with cystic walthard's rests and wolffian duct remnants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received with her demographic details were updated. Product indication updated. Reporters information updated. Suspect drug explant date added. Following events were added: malposition of essure device location of device: right essure location is unknown/migration/essure was removed from left tube but essure in the right tube was missing, hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal), bladder infection, apareunia (inability to have sexual intercourse), infection (other) describe: yeast, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, vaginal discharge, weight gain, lower abdominal pain, chronic swelling of hands and pain last 4 months of pregnancy and c-section. Event clubbed: pregnancy with essure/pregnancy (with complications). Event onset date were added. Treatment, concomitant and historical medications were added. Event severity added for: lower abdominal pain. Event outcome added for: lower abdominal pain, headaches and dyspareunia (painful sexual intercourse). Medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.